Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the mildly calcified superficial femoral artery was predilated with a 60 mm length balloon dilatation catheter (bdc). The 7.0 x 60 mm absolute pro vascular stent was deployed, but the stent appeared 20 mm shorter than it was supposed to be. Instead of the stent being 60 mm, it appeared to be a 40 mm length stent. Post dilatation was performed with a 60 mm bdc. The ostial segment of the target lesion was not covered by the absolute pro vascular stent. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Images were provided and reviewed by abbott vascular clinical. The conclusion of the image review is as follows: the image provided appears to display a stent that is shorter at the distal stent segment from the distal marker, however, the proximal stent segment cannot be clearly defined due to the poor quality of the image. Additionally, there appears to be a denser radiopaque area in the mid-third segment of the stent, which may be indicative of stacking of the stent. Due to the poor image quality, it is too difficult to provide a complete assessment. A probable cause cannot be determined without imaging of the deployment that is of improved quality. The investigation was unable to determine a conclusive cause for the reported undersized stent. In review of the provided images, there appears to be a denser radiopaque area in the mid-third segment of the stent, which may be indicative of stacking of the stent. Due to the poor image quality, it is too difficult to provide a complete assessment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.